Event description:
The hosp reported that during an endoscopic vein harvesting procedure, a piece of the tissue welder jaw's coating came off into the pt's leg. Staff extended the original incision and retrieved the piece with pick-ups. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: a visual inspection showed that the cold jaw coating had detached from the curved cold metal jaw. The detached boot was not returned by the institution. A detailed visual inspection of the curved metal jaw observed no residual adhesive. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.